Event description:
Livanova deutschland received a report regarding an heater cooler 3t system that was not heating/cooling properly. The issue occurred durinmg procedure. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in the united states. A livanova field service engineer was dispatched and confirmed the event: time required to heat the device was out of manufacturer specifications. Also, the vacuum/drain line was found to be kinked. Consequently, the line was straightened, water was drained from both patient and cardioplegia tanks, and, following this troubleshooting, both the heating and cooling cycles operated correctly. Functional verification checks were performed and passed positively. The unit returned to service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, it cannot be ruled out that the reported issue was traced back to kink in the vacuum/drain line, likely occurred during device transportation, which did not allow proper water flow, impairing the device heating/cooling functions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.